Event description:
On (B)(6) 2013, a doctor reported that a patient went in for a routine visit. After taking x-rays of her sybronpro implants, one showed up with a dark halo around the tip of the apex. Area was opened up. Doctor found an infection and removed the implant.

Manufacturer narrative:
On (B)(6) 2013, the patient returned to have her braces removed. To date, the patient is doing fine.

Manufacturer narrative:
During a follow up with the doctor, she reported that they had decided to remove the brackets off the patient. Regulatory affairs will update this complaint if any further information is received.